Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), gastrointestinal disorder ("gastrointestinal disorders"), diarrhoea ("diarrhoea"), abdominal distension ("bloating"), abdominal pain upper ("gastric pain"), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue"), amnesia ("memory loss"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, intermenstrual bleeding, gastrointestinal disorder, diarrhoea, abdominal distension, abdominal pain upper, fatigue and amnesia outcome was unknown and the musculoskeletal pain, back pain and neck pain had not resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, back pain, diarrhoea, fatigue, gastrointestinal disorder, intermenstrual bleeding, musculoskeletal pain, neck pain and pelvic pain to be related to essure. The reporter commented: that the patient underwent several tests: 3 pelvic ultrasounds, 1 colonoscopy, 2 fibroscopy, multiple blood tests (results not reported). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), gastrointestinal disorder ("gastrointestinal disorders"), diarrhoea ("diarrhoea"), abdominal distension ("bloating"), abdominal pain upper ("gastric pain"), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue"), amnesia ("memory loss"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, intermenstrual bleeding, gastrointestinal disorder, diarrhoea, abdominal distension, abdominal pain upper, fatigue and amnesia outcome was unknown and the musculoskeletal pain, back pain and neck pain had not resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, back pain, diarrhoea, fatigue, gastrointestinal disorder, intermenstrual bleeding, musculoskeletal pain, neck pain and pelvic pain to be related to essure. The reporter commented: that the patient underwent several tests: 3 pelvic ultrasounds, 1 colonoscopy, 2 fibroscopy, multiple blood tests (results not reported). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.